Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead exhibited noise leading to oversensing and triggering inappropriate auto mode switch episodes. The patient was scheduled for a lead replacement. During the replacement the physician observed an insulation damage to the lead. The lead was explanted and replaced. The patient was in stable condition post-procedure.